Event description:
It was reported that the md has had three intra-aortic balloons (iabs) in a row where the guidewire could not be removed. There were no reported pt complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. The stylet was returned with the iab. Spring wire guide (swg) was protruding from both ends of iab. There were multiple bends & a kink in swg approx 41 cm from the proximal end of the swg. Swg measured 0.0245". There was traces blood on interior & exterior surfaces of iab. One-way valve was attached to the lock connector. Sheath & pump tubing were not returned. Slide connector & data key were attached to the yellow fiber optix sensor (fos) cable. Fos was light level tested & failed with indication of a broken fos. Swg was removed by way of the luer pulling the j-tip thru iab with some resistance. Swg had signs of scraping & flaking which could have been caused upon removal. A different swg was fed thru central lumen & would not pass. Iab was submerged & pressurized in water. Bubbles exited luer & distal tip of iab indicating a broken central lumen. Central lumen & fos were broken approx 1.5 cm from distal tip of iab. A device history record re-review was conducted on the iab & it met all specs & passed all in-process testing. The root cause could not be determined. Conclusion: guidewire damage.